Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and functional inspections were performed. A microscopic inspection found no issues with the device. Leak testing, clamp function test, and clear passage testing were performed with no issues noted. Sample analysis did not verify the event and the sample analysis determined the product met product specifications. The lot number of the device was unknown; therefore, a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and a device analysis is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set disconnected from the titanium adapter during use. The transfer set was in use for 102 days prior to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.